Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse at a diabetes camp reported via telephone call that the act button on the insulin pump were not working. The nurse did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The nurse was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly; however, insulin pump had corroded keypad traces. The insulin pump had broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.